Event description:
On (B)(6) 2024, after administering the flu vaccine, attempts were made to engage the safety mechanism on the needle. However, the mechanism detached completely while I was holding the ankles of a 7-month-old patient with one hand and the exposed needle in the other. To mitigate risk, I placed the needle as far away as possible from the work area before proceeding to administer the final vaccine. Upon attempting to engage the safety mechanism on the second needle, I observed that it became unhinged and misaligned, rendering it non-functional. Consequently, I was unable to safely engage the mechanism on the second needle as well. The needles being used wuzhou 25g x1" safety needle. This product is being utilized due to back orders of preferred product. Reference report; mw5163491.